Event description:
It was reported by the independent repair center that the unit is displaying red light and alarm did not function. The primary cause of the malfunction is the 4 way valve is stuck. No patient injury reported, no additional information provided.